Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: null, upn: m365sc31385500, model: sc-3138-55, serial: (B)(6), batch: 20958878 and 20925951. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 2000021007 and 2000020823. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 2000020483 and 19991014.

Event description:
It was reported that for approximately the past two years, the patient was slowly experiencing the spinal cord stimulation system to be less effective. The physician assessed this was probably due to the patients deteriorating back. The patients system was reprogrammed however the issue persisted. The patient underwent an explant of the entire system and is recovering without issue. The explanted devices will not be returned as they were retained by the hospital.